Manufacturer narrative:
Result of investigation: the customer reported in their complaint that they had suffered a minor injury while using item 33310cc (lot ul03). During the investigation, no product-related defects were found on the product. As can be seen in figure 1-5 , the edges of the mouthpiece are cleanly broken and even partially rounded. There are no sharp edges or burrs on or between the teeth. Even under magnified inspection, no manufacturing defects could be detected. These results clearly indicate that the item was properly manufactured. The reported incident is therefore technically inexplicable. Another aspect: according to our system documentation, there has been only one complaint about this item to date. This is therefore an isolated case that is disproportionate to the overall unremarkable product performance. As no defects or safety-related faults were found in the article and the instructions for use contain clear information on safe use, it can be assumed that the reported incident was caused by user error or incorrect operation. There is no product defect. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the user complained that our product 33321cc slightly hurt the patient's intestines during the operation. Field engineers rushed to the hospital to investigate the specific situation and reassure users. The patient had a slight pinch injury to the intestine, and no lesions or intervention were observed after the operation. The operating surgeon reported that the serosal layer was scratched, resulting in bleeding. Due to this injury the case will be reported as adverse event.

Manufacturer narrative:
An incorrect address was provided in section g1 in the initial report. This supplemental report is to provide the correct contact information for this section. The event is filed under internal karl storz complaint ID: (B)(4).